Event description:
It was reported to philips that it was impossible to use the equipment in battery mode. The device was in clinical use for patient at the time of the event, however no patient harm was reported. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was confirmed to be operating per specifications and no failure on battery was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.